Event description:
It was reported a device was "unplugged" from a storage room for demonstration purposes. When the device was turned on, it immediately alarmed "channel error" and displayed error code 571.6241. This channel error was observed on an etco2 monitor. This issue was reported to bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 no findings available, d15 - cause not established. Additional information : if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported a device was "unplugged" from a storage room for demonstration purposes. When the device was turned on, it immediately alarmed "channel error" and displayed error code 571.6241. This channel error was observed on an etco2 monitor. This issue was reported to bd representative during site visit. There was no patient involvement.